Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited changes in their heart rate. The patient's clinician questioned why the patient exhibited heart rate changes after the device reprogramming. Technical services indicated that this behavior is related to current minute ventilation (mv) feature settings. Programming options were recommended. Reprogramming efforts were performed. Additionally, it was noted that the right ventricular lead exhibited pacing inhibition as a result of lead fracture. Subsequently, a revision procedure was performed and the rv was repositioned. No additional adverse patient effects were reported.